Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a memorygel breast implant 500cc gel breast prosthesis (right device) and a mentor memorygel breast implant 250cc gel breast prosthesis (left device) that both ruptured after implantation. Bilateral rupture was observed during a breast augmentation revision surgery on (B)(6) 2018. The patient had both prostheses explanted and they were replaced with a mentor memorygel breast implant 500cc gel breast prosthesis (right device) and a mentor memorygel breast implant 250cc gel breast prosthesis (left device). This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 03/09/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/29/2019, mentor completed the investigation on the suspect medical device. Upon receipt the device contained cloudy gel. Red material was observed within the device and gel material was observed on the shell surface. During the evaluation a parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. Rupture complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Rupture complaint was not confirmed. At this point is not possible to determine the origin of the red material found in the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).